Event description:
This report is against (B)(4). The only information contained in this report is correction or additional information. There was no delay in the procedure reported. The procedure was successfully completed and the patient reportedly recovered well. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Upon review of the device history record for patient specific implant item sd800.441, lot 7569991, it was determined that this implant was produced to comply with the device specifications, and was produced from the correct raw material, as listed on both the patient specific implant router / inspection sheet and the (B)(4). All packaging and labeling complied with the labeling and packaging presentation form, as indicated on the packaging label log. There were no non-conforming reports on this lot number. There were also no non-conforming reports for this raw material lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.